Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16213. It was reported the patient experienced autoreducing on the left side. In turn, diagnostics indicated high impedances. As a result an extension was explanted and replaced to address the issue. Note: all of the patient's extensions are being reported because it is unknown which extension is liable.